Manufacturer narrative:
(B) (6) - pain occurred: conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2010-00783. The same device and the same patient are represented in each medwatch.

Event description:
It was reported that a patient underwent a repair of a right indirect inguinal hernia on (B) (6)2009 by a laparoscopic transabdominal pre-peritoneal approach. The wound discharge summary dated (B) (6)2009, and the follow-up visit dates (B) (6)2009 is unremarkable. Post-operatively, the patient completed the 6-month follow-up questionnaire and reports disabling symptoms of pain and movement limitations while bending over. The patient reports seeing a doctor or the original surgeon for an issue relating to the hernia and is currently taking narcotic pain medication.